Manufacturer narrative:
Vyaire medical was not able to confirm or duplicate the reported problem.cycled power onto user mode with the customer set settings for approximately 30 minutes in attempt to duplicate the reported issue and no "vent inop' was displayed.upon cycling power on to user mode the display was dim and had a pronounced red tint. The red tinting indicates the backlight inverter in the lcd display is failing. Performed touch screen calibration and the unit passed.while in service mode the events log was downloaded and reviewed, no [?]vent inop' alarms recorded were verified. No further testing can be done due to not being in possession of customer's external peripheral device to be able to duplicate the reported issue.

Event description:
The customer reported to vyaire medical that the vela ventilator was on a patient when it alarmed vent inop (ventilator inoperable). The customer confirmed that there is no patient harm associated with this reported event.